Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer received multiple, intermittent occlusion alarms. After the alarms, the supplies on the pump would be changed. The customer's blood glucose (bg) level was reported as 283 and 485 mg/dl with ketones. Insulin injections were used to address the bg level. The contact thought that the occlusions occurred when the infusion set site was placed on the stomach. As the contact did not have the pump when tandem technical support was contacted, a system check to determine a possible cause of the occlusions was unable to be performed.